Event description:
Medtronic received information regarding a navigation system being used while setting up for a case. It was reported that the system displayed a localizer faulted message. A manufacturer representative (rep) had the site swap out instrument interface with one from another system and the fault cleared. The rep verified that when connected to another navigation system, that interface produced a localizer faulted message. The probable cause was the electromagnetic (em) interface. No patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: update - see section d3 h2: update - see section e1 and e3 for initial reporter name and occupation h2 - h6: a medtronic representative went to the site to test the equipment. Testing revealed that there was a hardware failure due to axiem communication. The axiem box "em instrument interface" was replaced. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.